Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a tan loading unit was loaded onto the powered stapler. Clamp test was performed, but then jaws could not close on the tissue. The loading unit was removed and a new one was put on but the same issue occurred. A purple loading unit was used but the jaws could not hold the tissue well. The jaws loosened automatically after opening and closing them several times. The green button was pressed and handle can be squeezed but the device did not fire. It was replaced by a new reload to complete the case.